Manufacturer narrative:
Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to infection (implant duration of both leads was 26 years). The ra lead was successfully extracted first. The physician then extracted the rv lead successfully as well. However, once the rv lead was removed from the body, the patient's blood pressure significantly dropped. Rescue efforts commenced immediately, including sternotomy. An injury to the right ventricle was discovered. The repair to the injury was successful and the patient was on bypass just a short time and survived the procedure. There was no reported malfunction of any spectranetics devices in use during the procedure.